Event description:
(Drug/diluent: ropivacaine 0.2%), (fill volume: 550 ml & flow rate: 10ml/hr), (procedure: total knee replacement), (cathplace: femoral nerve). Bolus did not work and orange indicator was stuck in down position. Button was in up position. Catheter was pulled and pump wasn't replaced on pt. All happened in 24 hour period. Additionally, pt was unable to do physical therapy due to a very dense motor block. Date of event: (B)(6) 2011.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu) (pn 1306085, rev. B) states: warning: if the button does not pop back up within 30 minutes, check position of orange refill indicator. If indicator is in the lowermost position, close clamp. If button pops back up within 10 minutes, open clamp and continue with infusion. If button remains stuck, it may result in a significant increase in flow rate to pt. Keep clamp closed. Pump should be replaced if appropriate. If indicator remains in the uppermost position, something may be impeding the flow. Check for tubing kinks, closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol." Results: device was rec'd for evaluation and investigation, and testing is currently being performed. Conclusion: a f/u report will be filed when investigation has been completed.